Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the device failed its incoming vxi testing, the failures were rerun and passed, intermittent operation was noted. Analysis also found that the upper and lower cases were broken, the ring cover was contaminated and the ring was bent. (B)(4).